Event description:
Rptr states meter to lab comparison, fasting, was 146-108 mg/dl (35% difference). Rptr had tested two hours, previously, fasting, and blood glucose result was 97 mg/dl. Rptr was not experiencing any sumptoms. Rptr does check confirmation dot with color chart and has added a second drop of blood to teststrip.